Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in the operating room for an ablation procedure. Device was interrogated and high, hv lead impedance was observed. Fluoroscopy was done and revealed externalized conductors. Lead remains implanted and is monitored. Patient condition is fine.